Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse also confirmed auto fill errors in the fault logs. Troubleshooting revealed a blood back pipette with a cloudy white substance suspected to be saline infiltration. The fse replaced the blood detect tubing, solenoid driver board and fill manifold assembly. Subsequently, the fse completed completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) generated an autofill error. There was no patient involvement, and no adverse event reported. The previously reported issue has been reported under medwatch report 2249723-2022-00422.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.